Event description:
Device malfunction: tuohy borst adapter detached. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in a stenosed and moderately to heavily tortuous middle-to-lower bile duct, strong resistance was met. During stent deployment, an abnormal noise was heard and the tuohy borst adapter and outertube detached. The outertube could not be pulled proximal any further; full or partial deployment was not reported. The procedure was completed with another stent. There was no adverse pt effect. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device has been rec'd; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all add'l relevant info.